Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a new insulin pump but she can't see the screen as clearly on the pink pump comparted to the other clear pump that was replaced. Customer was offered a pump replacement due to the display anomaly.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No display window anomaly noted. The insulin pump had minor scratched display window.